Event description:
Customer reported that a patient previously tested in 2006 (immediate spin 4+), tested in 2007 as negative through weak d phase, is again testing negative at immediate spin and weak d phase (B)(4). All reagents had a normal appearance. All reagents had been stored appropriately. Daily qc was performed and was found to be acceptable.

Manufacturer narrative:
Customer believes the original testing performed in 2006 is the correct rh typing.ocd performed retained testing and batch record review. Satisfactory results observed.(B)(4)reportability of testing performed in 2007.